Manufacturer narrative:
B5: imaging evaluation was added. C19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. Code b01: the device remains implanted and is not available for investigation, however, the engineering evaluation is going to be performed due to the anchor issue mentioned by the physician. The investigation is in process and will be provided in the final report. Please note that the type I endoleak with reintervention was reported separately and covered by manufacturer report number # 3007284313-2023-02742.

Manufacturer narrative:
B6: imaging evaluation was updated. C19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. Code b01: the device remains implanted and is not available for investigation, however, the engineering evaluation was performed due to the anchor issue mentioned by the physician. The device evaluation performed by engineering showed the following: the device was not returned; however, images were provided for analysis. Per the imaging evaluation, the images show multiple attempts at re-constraining and repositioning the device, lack of wall apposition within the proximal end of the graft, and the imaging suggests an anchor at the proximal end of the graft was separating from the graft. The cause of the anchor separating from the proximal end of the graft cannot be determined with the available information. No manufacturing deficiency was identified. Based on the findings from the evaluation, the conclusions of the imaging evaluation are consistent with reported observations that ¿the proximal edge of the device/anchors appeared to sit abnormally kind of higher than it should be¿. The cause of the suspected anchor detaching from the graft could not be identified with the available information. No manufacturing deficiency was identified. This type of event will continue to be monitored. According to the gore® excluder® conformable aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to improper component placement. Please note that the type I endoleak with reintervention was reported separately and covered by manufacturer report number # 3007284313-2023-02742.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Images were provided for analysis. Investigation is in process. Further information will be provided. Please note that the type I endoleak with reintervention was reported separately and covered by manufacturer report number # 3007284313-2023-02742. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular procedure to treat an aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis. Reportedly, the aortic neck was angulated, however it was on label use. Neck angulation noted as ap: 45 degrees/lat: 91 degrees on case plan. Reportedly, the physician experienced some difficulties to land the device below the left renal artery. Reportedly, there was a significant neck angulation and the left renal was on the inner curve. The physician continued to reconstrain the device and attempted to move the device down/lower. On the third attempt, it appeared that the device anchor on the right outer curve was catching (even when constrained) and would not pull down easily and "bounced" back up to the higher position. The physician was reminded of the gore instruction for use (IFU) for angulation dial use and constraints limits of device, however, did multiple attempts above the recommended amount to try to lower the device. Reportedly, it was challenging to bring the device lower to land below the left renal due to the angles in the proximal neck. Once below the left renal, the device opened to full diameter, and the case proceeded with no issues. Upon final imaging, the device anchor on the proximal edge appeared slightly higher than the others, but the doctor was not concerned and was monitoring the patient for the proximal type I endoleak noticed on the imaging. No further issues noted, patient was stable and case closed. Reportedly, on the angio done on (B)(6) 2023, the proximal edge of the device/anchors appeared to sit abnormally, a kind of higher than it should be. The proximal edge of the device looked slightly out of alignment. A gore® excluder® conformable aaa endoprosthesis is still insitu and no further issues at this stage. The surgeon mentioned that the device was "catching" on the outer curve of the aortic wall in the proximal neck and as he had reconstrained multiple times (above recommended number), he was concerned there may have been damage (anchors appeared to sit abnormally, a kind of higher than it should be) caused by this. The physician mentioned that ¿the stent was not fractured¿. The physician was just asking the fsa if it was possible if anything had snapped or torn (eptfe). Based on the gore associate, it is hard to say as the device is still in the patient. However, there was no fabric issue or a type iii endoleak.